Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a display anomaly and a pump error alarm. Blood glucose value was unknown at the time of the incident. The customer reported that the insulin pump had a discolored display. Troubleshooting was performed but did not resolve the issue of the blank display. The device will be replaced and returned.

Manufacturer narrative:
The device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No missing segments, partial display, discolored display or pump error 130 noted. The motor was tested outside of device and passed.